Manufacturer narrative:
B3 date of occurrence corrected to unknown.

Manufacturer narrative:
(B)(4). Graham r. Hastie et al. The journal of arthroplasty xxx (2020) 1-5 ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿

Event description:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 1 revision surgery was reported due to pain and elevated cobalt/chromium level while using bhr components.